Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device, it was found that the endoscopic image of the subject device flickered. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported flickering image was not duplicated, and that the endoscopic image of the subject device was not displayed on the monitor due to the breakage of the camera cable. Based on the information from olympus (B)(4), it was considered that the reported phenomenon (no image) was attributed to the communication failure between the video processor and the subject device due to the partial disconnection of the camera cable, which might be caused by the user's handling. If additional information is received, this report will be supplemented.